Event description:
Two side-firing surgical fibers were returned; the case was reported to have been completed using a third fiber. There was no report of injury. No add'l failure mode or event details were provided. This report is for the second fiber.

Manufacturer narrative:
Ref MFR report #2937094-2013-00325. Fiber analysis: the fibers glass cap was found to be broken at the distal tip and show of severe devitrification; the fibers metal cap adhesion zone was found to be burnt. Additionally, the fiber output window was found to be contaminated with a substance, likely a biologic related to the procedure. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The fiber condition may also cause forward-firing of the side-firing surgical fiber. Though this case was reported to have been performed on (B)(6) 2012, analysis of the returned fiber card verified a use date of (B)(6) 2012. The probable root cause of the device failure was determined to be due to heat accumulation as a result of tissue contact and or anatomical/procedural factors encountered during the procedure.